Event description:
Customer reported that pt presented with a wound dehiscence one day following oophorectomy. Patient was returned to surgery. Facility reports finding an open area at a sight where two strands were connected during the initial procedure. The suture pieces appeared intact and not connected.